Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device could no longer output and was unable to seal, as the device failed to deliver energy despite the sound of seal completion. No re-grasp alert. The jaw area was clean, and the area around the jaw was cleaned every time it became dirty. No bleeding occurred. Another device was properly used with the same generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device could no longer output and was unable to seal, as the device failed to deliver energy despite the sound of seal completion. The jaw area was clean, and the area around the jaw was cleaned every time it became dirty. Another device was properly used with the same generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the jaw was damaged and lifted. The jaw overmold was broken off and not returned. It was reported that the device did not seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue of arcing damage to the seal plate(s) may occur due to consistent with the user inadvertently closing the jaws on a hard/metallic object and activating the device, or due to coming in contact with another instrument. Damage to the jaws and seal plate can result in alarm activations and difficulty with activating the device. The seal cycle was interrupted. It was also reported that the device stopped working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to a drop, due to the device coming in contact with a hard object, or during the insertion or extraction of the device's jaw from a trocar instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Carefully insert and withdraw the instrument through the cannula to avoid damage to the device or injury to the patient or both. Close jaws using device lever before insertion/extraction in the cannula. Do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.